Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros eci immunodiagnostic system:patient sample vitros tropi es result = 0.095 versus expected <0.012 ng/ml.biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected result was reported from the laboratory and the patient was admitted to the hospital for observation. Based on the information provided, it is unknown if any treatment was performed, altered or stopped based on the reported result. However, the patient was later discharged based on the repeat result and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eci immunodiagnostic system. A definitive root cause for the event could not be determined. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The definitive assignable cause for the event is unknown.